Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-150mg/dl fasting. Verified test strips expire 05/22/18. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 284mg/dl and 309mg/dl fasting. Reviewed meter memory: (B)(6). Customer concern: 423mg/dl. Customer calling concerned with the meter giving high blood results when compared to his hospital meter. Customer states that he was at the hospital for a skin infection on (B)(6) 2015 and is concerned because the trueresult meter got 423mg/dl but the hospital meter got 320mg/dl. No adverse event reported.